Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, noise on the atrial lead was noted causing episodes of inappropriate automatic mode switch. No intervention was performed, the physician elected to continue monitoring the patient. The patient was stable in condition.

Manufacturer narrative:
Correction-b6: isometric test was performed in 2023, and the noise was not reproducible at that time.

Event description:
New information received notes that there were automatic mode switch (ams) episodes from noise over-sensing and p-wave amplitude variation on the right atrial (ra) lead via merlin.net remote transmission. The patient was brought into the clinic, and the ra lead was capped and replaced on (B)(6) 2025. The patient was discharged with no reports of adverse consequences.